Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Reportedly, customer changed out supplies and successfully resumed insulin therapy. Customer's blood glucose level was 321 mg/dl.